Manufacturer narrative:
The reported event of backup vvi mode could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Prior to implant procedure, the device was interrogated in the box and found to be in back-up vvi (bvvi) mode. The device was not selected for implant. No patient impact.